Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to a charge time (CT) greater than 23 seconds. It was noted that the battery voltage was 2.64. It was questioned if the device belonged to an advisory population. Technical services (ts) discussed that there were no advisory populations for this device. No adverse patient effects were reported.